Manufacturer narrative:
B)(4).

Event description:
It was reported that the 840 ventilator's upper screen was blank. Although requested, information regarding patient involvement was not provided. The customer reported that there was no patient injury or harm associated with this event.

Manufacturer narrative:
(B)(4). Customer confirmed that the ventilator was not in use on a patient at the time the event occurred. Service engineer inspected the device and replaced the graphical user interface (gui) communications flex cable. The ventilator passed all test.